Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient was diagnosed at the hospital with an ischemic stroke on (B)(6) 2016. A CT scan was performed and "they" are now looking into an MRI. It was stated that they are having difficulty in determining if an MRI can be performed or where. The next appointment is scheduled for sometime possible between (B)(6). It was noted that the patient has essential tremor and parkinson's disease and tremors from it. The tremors were present prior to implant and the implant provides greater than 50% reduction. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.